Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The reported failed downstream occlusion test could not be reproduced. The evaluation found that the unit passed downstream tests and the device was in specification in relation to the reported symptom.

Event description:
It was reported that the pump failed a downstream occlusion test during preventative maintenance testing. The customer stated that the device did not alarm for a downstream occlusion until 22 psi (spec = 13 +/- 6psi). It was also reported that there was no pt involvement.